Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt experienced a falloff test failure. The cause for the failure was isolated to the black pulse wire connecting the trunk cable and dn to rear cable was cut. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt does not communicate with the monitor.